Event description:
On 10/25/2022, it was reported by a sales representative via email that an ar-2923ps peek pushlock eyelet came off while being inserted using a mallet. Surgeon removed it with a grasper, reinserted the eyelet to the tip of the anchor, and with the mallet, attempted to implant it one more time because it seemed stable. However, the eyelet came off the anchor again. Surgeon removed the eyelet with grasper and used another ar-2923ps peek pushlock to complete the case. This was discovered during a labral repair procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.